Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self test but the customer was unable to perform the high pressure and fixed prime tests. The customer stated that her doctor ordered the insulin pump to be replaced. Nothing further was reported.